Manufacturer narrative:
The device was returned. Visual analysis was performed on the return device. The reported stent dislodgment was confirmed. The difficulty removing the protective sheath could not be tested as the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. The protective sheath was not returned for evaluation which may have aided in the investigation. It may be possible that the protective sheath was inadvertently grasped too tight during removal causing the reported difficulty removing and stent dislodgment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation and before use, resistance was met when removing the protective sheath from the stent and the stent dislodged. The device was not used. There was no patient involvement and no clinically significant delay in procedure. Two additional omnilink stents were used to complete the procedure. No additional information was provided.